Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: qrb.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the replacement procedure due to discontinuation of implantable pulse generator (ipg) use for over five years, which resulted in an unresponsive battery and difficulty charging. Premature battery depletion was ruled out, and charging re education was attempted without success. Postoperatively, the patient is reported to be doing well. The explanted device will not be returned for analysis in accordance with hospital policy.